Event description:
It was reported by service report that there was a loss of nurse call at the nurse station due to docker cable wall saver being broken. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: docker cable wall saver.